Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump had a corroded keypad traces. All buttons functioned properly. No button error alarms noted. During visual inspection the insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap stickers and cracked near display window corners noted.